Manufacturer narrative:
A certain gold-tite hexed screw (B)(4) was returned for investigation. Visual inspection of the returned products identified that the screw had noticeable signs of wear (nicks and discoloration) around the threads and the shank . There were signs of usage around the screw hex. There was presence of an unconfirmed foreign/biological material in the screw hex. Therefore, based on the evaluation, the screw had no evidence of any malfunction. Review of the DHR for iunihg did not provide any indication of a manufacturing nonconformities/deviation or material deficiencies that could cause or contribute to the reported event. It was confirmed that all operations and inspections were executed as per applicable procedure. Lots were inspected and accepted by qa. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. A singular root cause could not be determined. The following sections have been updated: b4: date of this report. D4: expiration date, UDI: (B)(4). G4: date received by manufacturer. G7: follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change "no" to "yes". H4: device manufacture date. H6: evaluation codes. H10: additional narrative/date.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This report is being submitted to report (B)(4). Concomitant medical products: certain® ucla gold hexed abutment cylinder 3.4mm(d); item : imucg1c, lot: 1213367. Placement date: (B)(6) 2015; removal date: (B)(6) 2019. The following information is unknown at the time of this report. Device manufacture date: unknown. The reported device has been received for evaluation. Once the investigation is complete, a follow up medwatch will be submitted.

Event description:
It was reported that the crown had fractured off. The abutment screw fractured in half. The abutment was removed. The patient will return to have a new crown placed.